Manufacturer narrative:
Age at time of event: 18 years or older. The promus elite ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts from the proximal end lifted and pulled distally. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10jan2022. It was reported that crossing difficulties were encountered. Vascular access site was obtained via femoral approach. The 80% stenosed, 16 x 2.50mm, concentric, de novo, target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery. Following pre-dilatation with a semi-compliant balloon catheter, a 16 x 2.50 promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and the procedure completed with a different device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.